Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in cloudy effluent. The breach in aseptic technique was further described as reuse of the minicap. Additionally, it was reported that the minicap "came off while the patient was in the shower". It was reported that the patient "used a sani wipe to clean the catheter." The patient was hospitalized for the event. Treatment was not reported. It was reported that the patient was discharged from the hospital after one day. It was reported that the patient recovered from the event. Pd dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.